Manufacturer narrative:
Concomitant medical products: 6945-65, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system pocket was discolored and eroded. A pocket revision occurred, as the ICD was repositioned pre-pectorally underneath the well-established capsule, and the pocket was swabbed for infection. The ICD system remains in use. No further patient complications have been reported as a result of this event.